Event description:
Caller reported a cgm error, specifically error 42, linked to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to complete a pump reset, which successfully resolved the issue, as the error did not reappear.